Event description:
It was reported that the controller didn't seem to be communicating with their implanted neurostimulator. Patient said they had several problems where they tried to adjust and change programs that basically shut down their stimulator and they had a hard time getting the controller going again. Patient also said this morning when they were recharging their implant, the controller stopped 3 different times. Agent asked, patient said the controller would just stop in the middle of the charge and say poor recharge quality. Patient mentioned they called a few months ago and the gentleman they talked to told them about the trick to take the battery out of the controller and put it back in so it resets. Patient had tried that half a dozen times. See rtg0992327 for report. Patient confirmed there were no issues with charging the controller, just the implant. Agent had patient reset the controller and verify no damages. Patient attempted to start a charging session of their implant and was able to start charging with excellent recharge quality controller 100%, implant 100%. Patient mentioned that sometimes it took a while to find the device to switch over to charging, but there was not a notable difference sometimes in the movement there when the screen would move from looking for a device to actually charging. Patient stated the controller had gone unresponsive just once. On the call, patient then saw poor recharge quality multiple times despite not moving. Patient confirmed no falls or trauma to area of implant. The issue was not resolved. A request was sent to the repair department to replace the recharger. Patient stated this was the second time they had called about the controller having issues. See previous cases.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.